Event description:
Device malfunction: none. Symptoms/ae: hypotension, neurological event. Time of symptoms/ae: post procedure. It was reported that post a right internal carotid artery stenting procedure, the pt's blood pressure dropped and experienced a neurological event consisting of left upper extremity hemiparesis caused by the hypotension. Vasopressors/inotropes were administered. After ten minutes, the pt was able to move the left upper extremity. A stat CT scan was performed confirming no bleed or infarct. The neurological symptoms resolved completely in two days; however, the hypotension resolved in five days. The pt was discharged to home 6 days after the procedure. No add'l info was available.

Manufacturer narrative:
The device remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. Study event.